Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor had "image flickers after power-on, and sometimes there is no image". It occurred during set up/inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from customer.